Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The pacing impedance was noted to be unstable as well as high. Short v-v intervals and non-sustained episodes were noted. A fluoroscopy check did not indicate a connection issue. The lead was thought to have a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.